Event description:
It was reported that during the initial device implant, the physician encountered difficulty in locking in the ventricular lead, but was able to implant the lead. Within a week of implant, the ventricular lead exhibited high thresholds and was found to have dislodged. The lead was repositioned, and remains in use. However, during the repositioning, the physician encountered further difficulty in locking in the lead, and as such, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the initial device implant, the physician encountered difficulty in locking in the ventricular lead, but was able to implant the lead. Within a week of implant, the ventricular lead exhibited high thresholds and was found to have dislodged. The lead was repositioned, and remains in use. However, during the repositioning, the physician encountered further difficulty in locking in the lead, and as such, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4574 implantable pacing lead - 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.